Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to treat patient using an evercross dilatation catheter. It is reported that balloon ruptured while being inflated at 12 atm. During withdrawal, the device "captured". During removal the sheath then separated and a residual ruptured balloon and associated catheter was left in the groin on the existing guidewire. A left open groin exploration was then performed. The retained balloon and catheter were removed and superficial femoral artery was closed. Patient was kept for one night stay and discharged with no further complications.

Manufacturer narrative:
Evaluation summary: the evercross dilatation catheter was received for evaluation in two pieces: proximal segment consisting of the y-manifold and catheter loaded in a support sheath (make and model unknown) and a distal segment consisting of the balloon chambers inner guidewire lumen and balloon chamber material. All components were accounted for. The distal segment was examined. The inner guidewire lumen exhibited tensile stretching and buckling. The distance between the two balloon radiopaque marker bands was approximately 60 mm, (40 mm). The balloon material was attached at the distal bond and the distal tip was present. The balloon material exhibited radial and longitudinal tearing. The distal end of the proximal segment was examined. The proximal balloon bond was present. The separation face of the balloon material exhibited radial tearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It is reported that entry into the sfa was at a very steep angle in a very obese patient. During withdrawal, the device and wire kinked due to the steep angle which is what caused the removal difficulties.